Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out that led to leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic citrate tube stopper pull out lead to leakage. No injury or medical intervention.